Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked and the battery was missing. Functional testing found that the pump was displaying "fail_e_safe_resource_error" on power up. The investigation determined that the main board not operating as intended was the cause of the reported issue. The main board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was alarming constantly. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.